Event description:
It was reported that the patient with this artificial urinary sphincter (aus) had the device previously removed due to erosion of the cuff into the urethra. It was mentioned that the cuff was too small. The aus was now being replaced. There were no additional patient complications reported.